Event description:
It was reported that during a starr procedure, the device completely cut, but did not fire b-formed staples. The open staples were in the third of the staple line. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.